Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident and current blood glucose 211 mg/dl. The customer was treated with drip in the hospital. The customer reported that they had motor error alarm. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the dat test at 0.08765 inches.device was unable to prime during prime test due to faulty force sensor resistance(gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. No motor error alarm or max delivery alarm noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had stained keypad overlay, stained address/serial number label, cracked reservoir tube lip and a missing end cap sticker.